Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was set for 24hr dose and did not dose, it seemed to be operated as it should the next dose" was not duplicated/replicated. The probable cause that it did not dose because of empty cassette. No actions taken on the reported problem. The downstream occlusion seal was bubbled and replaced. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was set for 24hr dose and did not dose, it seemed to be operated as it should the next dose. The event occurred during testing. There was no patient involvement.